Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("back pain") and menorrhagia ("heavy menstrual cycles"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy with removal of essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, back pain and menorrhagia outcome was unknown. The reporter considered pelvic pain, back pain and menorrhagia to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2015 surgery. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including severe pelvic pain. The plaintiff was submitted to robotic hysterectomy, bilateral salpingectomy and removal of essure on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthropathy. Concurrent conditions included uterine enlargement, anemia and iron deficiency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dyspareunia ("pain while sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menstrual cycles / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vagina pain"), headache ("headache") and abdominal pain lower ("cramps"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy diagnostic cystoscopy removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, cystitis, vaginal infection, bladder disorder, urinary tract disorder, vulvovaginal pain and dyspareunia outcome was unknown and the menorrhagia, urinary tract infection, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2015 surgery. After placement of essure device, 2 coils were noted from the right ostia and 4 coils from the left ostia. Diagnostic results: (B)(6) 2014 : dye test : confirmed blocked. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received - new event "pain while sexual intercourse, abnormal bleeding" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthropathy. On (B)(4)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menstrual cycles / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes "), urinary tract disorder ("urinary problems or changes"), vulvovaginal pain ("vagina pain"), headache ("headache") and abdominal pain lower ("cramps"). The patient was treated with surgery (robotic hysterectomy,bilateral salpingectomydiagnostic cystoscopy removal of essure). Essure was removed on (B)(4)2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, cystitis, vaginal infection, bladder disorder, urinary tract disorder and vulvovaginal pain outcome was unknown and the menorrhagia, urinary tract infection, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most of her symptoms resolved after the march 13, 2015 surgery. Diagnostic results:(B)(4)2014 : dye test : confirmed blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4)2018: events- "abnormal bleeding (vaginal), bladder infection, urinary tract infection, vaginal infection, bladder problems or changes, urinary problems or changes, vagina pain, headache, cramps", reporter, historical condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 41-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthropathy. Concurrent conditions included uterine enlargement, anemia and iron deficiency. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menstrual cycles / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vulvovaginal pain ("vagina pain"), headache ("headache") and abdominal pain lower ("cramps"). The patient was treated with surgery (robotic hysterectomy,bilateral salpingectomydiagnostic cystoscopy removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, cystitis, vaginal infection, bladder disorder, urinary tract disorder and vulvovaginal pain outcome was unknown and the menorrhagia, urinary tract infection, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2015 surgery. After placement of essure device, 2 coils were noted from the right ostia and 4 coils from the left ostia. Diagnostic results: (B)(6) 2014 : dye test : confirmed blocked. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: product lot number, concomitant disease updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthropathy. Concurrent conditions included uterine enlargement, anemia and iron deficiency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dyspareunia ("pain while sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy menstrual cycles / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vagina pain"), headache ("headache") and abdominal pain lower ("cramps"). The patient was treated with surgery (robotic hysterectomy,bilateral salpingectomydiagnostic cystoscopy removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, vaginal haemorrhage, cystitis, vaginal infection, bladder disorder, urinary tract disorder, vulvovaginal pain and dyspareunia outcome was unknown and the menorrhagia, urinary tract infection, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2015 surgery. After placement of essure device, 2 coils were noted from the right ostia and 4 coils from the left ostia. Diagnostic results: (B)(6) 2014 : dye test : confirmed blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("back pain") and menorrhagia ("heavy menstrual cycles"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy with removal of essure). Essure was withdrawn on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and menorrhagia outcome was unknown. The reporter considered pelvic pain, back pain and menorrhagia to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2015 surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including severe pelvic pain. The plaintiff was submitted to robotic hysterectomy, bilateral salpingectomy and removal of essure on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.